Event description:
It was reported by customer that during in use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a sudden message of "fiber optic sensor failure". The customer made multiple attempts to get the unit to work and subsequently switched to central line without issue or harm to the patient. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge senior territory manager (stm) evaluated the unit and was unable to duplicate the reported failure. The stm verified proper function of the fiber optic sensor and performed all functional and safety tests per factory specification. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported by customer that during in use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a sudden message of "fiber optic sensor failure". The customer made multiple attempts to get the unit to work and subsequently switched to central line without issue or harm to the patient. No adverse event was reported.